Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that inadequate stent apposition and catheter withdrawal difficulties were encountered. Vascular access was obtained via the right femoral artery utilizing retrograde approach. The target lesion was located in the renal artery. A 6fr non-bsc introducer sheath was placed, a 7.0mmx15mmx150cm express vascular sd stent was attempted to advance. However, since the vessel diameter of the artery was large and the risk of distal embolization was high, a parachute device was used for peripheral protection and the stent was deployed. The stent delivery system (sds) balloon was re-wrapped and attempted to re-constrain into the guide catheter, but resistance was encountered and it was difficult to retrieve the device inside the guide catheter. It was noted that due to the large vessel diameter the peripheral of stent was mal-apposed. And the parachute was captured by distal end of the stent. The physician left the parachute and removed the guide catheter and sds balloon. A 7fr was inserted in the iliac artery however due to weak supporting power of the parachute wire, it was difficult to advance the guide catheter into the iliac artery. However the parachute was successfully retrieved. A guide wire was then advanced to the lesion and post dilation was performed using a 10mm balloon catheter. Angiography revealed a good result and the procedure was completed. No patient complications were reported and the patient's status was good.